Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used incident, it was determined that slide rails and bearing cage were bent, preventing the drawer from closing. A field service engineer (fse) relocated medications from faulty drawer 5.1 to available pockets within the station, removed cubies, and replaced with a new enhanced half-height drawer. After configuration, the customer was able to successfully recover and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 10et1 main drawer 5.1 had a broken cubie drawer that failed to stay closed. The drawer was physically off the tracks and completely fallen out, prevented it from close and allowed it to be pulled all the way out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.